Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed a fault code upon interrogation. This occurred prior to the device being implanted. No patient involvement was reported. This product was to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. A review of the device memory revealed that the device exited ship mode on (B)(4) 2012 and on (B)(4) 2012 a battery system fault was detected. During interrogation on (B)(4) 2013 fault code 1003 was displayed due to the device not being implanted and exposed to cold temperatures.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.